Event description:
It was reported that a pump declared a cartridge change error, but the caller was not experiencing the error during the call. There was no reported impact to the customer¿s blood glucose level. Tandem technical support was unable to complete troubleshooting as the call was dropped and left a voicemail to follow up with the customer.